Event description:
It was reported that during lens insertion the lens haptic bent. The incision was enlarged to removed the lens and another lens of the same model was implanted. Please reference MDR# 1119279-2014-00188 for the inserter that was used during this event.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.